Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the power switch on the front was damaged / had exposed internal components / the plastic cap was torn off. Additional findings include the following: alternating current (ac) inlet in the rear was damaged with a crack, the housing had 4 suction feet at the bottom with weak suction force, the top cover / real panel had deep paint scratches, the main chassis had rust inside, the air pump unit and its metal pillar rusted inside, and the air join unit and connector socket were worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit front button was pressed to turn it on and off, and it broke off completely. The device has also been having some electrical glitching, so it is believed it may be having some connection issues. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power switch on the front was damaged / had exposed internal components / the plastic cap was torn off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events are likely due to a broken ac inlet and the broken protective cover at power switch. Olympus will continue to monitor field performance for this device.